Manufacturer narrative:
The product will not been returned for evaluation as user error was found. Training was provided. The device history record review and the UDI were not completed because a serial number was not provided. It was determined that this was due to user error.

Event description:
It was reported via the fca hotline that a physician in the or was repeatedly unable to get parameters on the hemosphere. When the values finally populated on the screen it was noted that the patient was hypertensive which was treated appropriately. The physician requested hands on training on the hemosphere as she was not aware of how to operate the hemosphere. Training was done on-site by the sales representative. It is unknown how many events of hypertension occurred. Patient demographics were unavailable.